Event description:
The customer reported that the ortho provue analyzer resulted a sample containing anti-e as negative; however the provue identified the anti-e the previous week for the same patient. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
No definitive root cause was determined. An ocd field engineer arrived on site and verified reader camera alignment, optics, centrifuge speed and timing and ran waddiagnostics card reading and pipetting tests. All were fine. The fe advised the customer to resuspend the red cells every two hours by following the manufacturer's recommendations and cautioned the customer to keep the reagent in the refrigerator when not in use. The instrument is operating as expected. No repairs were needed. This customer has not logged any complaints against this analyzer since this incident. (B) (4).